Manufacturer narrative:
The serial number of the e 801 analyzer is (B)(6). The investigation is ongoing.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with elecsys vitamin d total iii on a cobas e 801 analytical unit. The sample initially resulted in a vitamin d value of > 300 nmol/l with a data flag. The sample was repeated, resulting in a value of 42 nmol/l. The sample was also repeated on a second analyzer, resulting in a vitamin d value of 31.5 nmol/l.

Manufacturer narrative:
Calibration signals were within expectations. Controls were within range prior to sample measurement. A general reagent or analyzer issue can be ruled out. Isolated non-reproducible results do not represent a general malfunction of the assay. A review of the alarm trace showed no relevant alarms at the time of the event, but there were a few samples quality related alarms throughout the trace. The investigation could not identify a product problem. The cause of the event could not be determined.